Event description:
The manufacturer received information alleging the device failed the active exhalation verification test step during testing. There was no harm or injury reported. Manufacturer field service engineer (fse) replaced the proportional valve and three-way solenoid valve to address the issue. Device passed all tests and returned to service.

Manufacturer narrative:
The manufacturer previously reported information alleging the device failed the active exhalation verification test step during testing. There was no harm or injury reported. Manufacturer field service engineer (fse) replaced the proportional valve and three-way solenoid valve to address the issue. Device passed all tests and returned to service. The replaced proportional valve was received by the product investigation lab (pil) for further evaluation/investigation. No information provided confirming if the replaced three-way solenoid valve was received. Pil visually inspected the trilogy evo proportional valve for visual defects and found none. Pil installed the trilogy evo proportional valve on the trilogy evo test unit and then tested the proportional valve on the pil trilogy evo multifunctional test station for aecm (active exhalation control module) verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the proportional valve operated as designed.